Event description:
It was reported that the intra-aortic balloon was inserted in a pt in cardiac arrest, with unstable rhythm, and no blood pressure. The pump began experiencing helium loss and high baseline alarms. The pt was transferred to another pump which also alarmed in the same manner. The iabp was then discontinued to facilitate cardio-pulmonary resuscitation efforts. The pt eventually expired due to her very poor condition.